Manufacturer narrative:
(B)(4). Concomitant medical products: architect i1000sr analyzer, list # 1l86-01, (B)(4), axsym analyzer, list 7a83-01, serial #: unknown. Evaluation. Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(4) assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) antigen (B)(4) which has a reduced potency that affects the architect (B)(4) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch (B)(4) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(4) samples.

Manufacturer narrative:
(B)(4). Device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as 10/8/10. The correct device MFR. Date was 11/24/10 which has been corrected in this follow up submission. Correction: the customer's issue is now being associated with remedial correction number 3002809144-4/21/11-001-r for architect havab-m reagent lot 93794hn00. The remedial correction number has been changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and its associated remedial action number for this issue.

Manufacturer narrative:
(B)(4), remedial action initiated:(B)(4). Abbott issued a product recall for remedial action 3002809144-4/21/11-001-r, not a product correction.

Event description:
During a single concordance study for a newly installed architect i1000sr analyzer, the abbott technical area support (tas) specialist analyzed 20 (B)(4) samples and compared results generated from the architect i1000sr and axsym analyzers. (B)(4) samples generated gray zone and/or reactive results from the i1000sr analyzer, therefore, the tas re-assayed these five samples on the axsym analyzer and non-reactive results were obtained. The tas recalibrated the sample probe on the architect analyzer and re-centrifuged the suspect samples. Quality controls were within specifications. Re-testing of the five samples on the architect analyzer generated similar results to the initial architect run. The suspect results were not reported from the lab, therefore, there was no impact to patient management.